Event description:
The manufacturer received information alleging a ventilator not ventilatory condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator not ventilatory condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed. The device passed the functional test. Additionally, the unit needs to be cleaned, and parts will need to be replaced due to white spots, salt contamination and excess dust. The parts include the blower bellows seal, blower mount, machine flow sensor, blower chasses plate, muffler assembly, air inlet foam filter, tubing system board, tubing blower chassis, tubing fio2, and tubing.